Manufacturer narrative:
The device was not returned for analysis. An event of migration was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The provided imaging was reviewed by an abbott senior design/product development engineer. Based on all available information, a cause for the reported migration could not be conclusively determined. The reported surgery is the result of case-specific circumstances, as a valve-in-valve procedure was performed. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was selected for implant in a patient with a severely calcified annulus. The anatomical dimensions for the patient were: a perimeter of 70.3mm, a perimeter derived diameter of 22,4mm, and an average lvot of 21.1mm. During the procedure, at 80% deployment the device was at a depth of ncc +/-4mm and lcc +/-2mm. After release of the valve at ncc +/-4mm, lcc +/-2mm, the device popped-up just above annulus in the aortic direction. A 26mm non-abbott device was implanted to resolve the event the physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was selected for implant in a patient with a severely calcified annulus. The anatomical dimensions for the patient were: a perimeter of 70.3mm, a perimeter derived diameter of 22,4mm, and an average lvot of 21.1mm. During the procedure, at 80% deployment the device was at a depth of ncc +/-4mm and lcc +/-2mm. After release of the valve at ncc +/-4mm, lcc +/-2mm, the device popped-up just above annulus in the aortic direction. A 26mm non-abbott device was implanted to resolve the event the physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay.